Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 02/12/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a lobulated 3.8 mm x 2.8 mm aneurysm on the anterior communicating artery (aca), the 2.5mm x 5cm orbit galaxy complex xtrasoft coil (640cx2505 / 30103631) was delivered to the target position but the physician was not satisfied with the shape and decided to remove to adjust its shape. When the physician attempted to deliver the coil to the target position, he had trouble advancing the coil. The coil was removed from the microcatheter (unknown brand) and it was found stretched. Another coil was used to complete the procedure. There was no loss of target position. It was reported that there was no additional intervention, the physician did not apply undue force at any time. There was no resistance between the guidewire and the microcatheter when the physician was accessing the target site. This was the first coil used; there was no resistance when the coil was being advanced through the microcatheter. It was confirmed that there was no kinks on the microcatheter or possible coil entanglement with previously placed coils that may have contributed to the issue. The procedure was successfully completed without any delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 30103631. A review of manufacturing documentation associated with this lot (30103631) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization of a lobulated 3.8 mm x 2.8 mm aneurysm on the anterior communicating artery (aca), the 2.5 mm x 5 cm orbit galaxy complex xtrasoft coil (catalog #: 640cx2505 /lot #: 30103631) was delivered to the target position but the physician was not satisfied with the shape and decided to remove to adjust its shape. When the physician attempted to deliver the coil to the target position, he had trouble advancing the coil. The coil was removed from the microcatheter (unknown brand) and it was found stretched. Another coil was used to complete the procedure. There was no loss of target position. It was reported that there was no additional intervention, the physician did not apply undue force at any time. There was no resistance between the guidewire and the microcatheter when the physician was accessing the target site. This was the first coil used; there was no resistance when the coil was being advanced through the microcatheter. It was confirmed that there were no kinks on the microcatheter or possible coil entanglement with previously placed coils that may have contributed to the issue. The procedure was successfully completed without any delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. The 2.5 mm x 5 cm orbit galaxy complex xtrasoft coil was returned; the investigational finding is documented below. Investigation summary: a non-sterile 2.5 mm x 5 cm orbit galaxy complex xtrasoft coil was received coiled and contained in a plastic bag. The hypotube was inspected and was observed kinked at 15 cm, and 54 cm from the proximal end of the hub. The coil introducer was partially unzipped. Microscopic inspection was performed. The support coil and the gripper were both inside the introducer and were in good, normal condition. The embolic coil was inside the coil introducer and appeared to be stretched. A review of manufacturing documentation associated with this lot (30103631) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the 2.5 mm x 5 cm orbit galaxy complex xtrasoft coil was delivered to the target lesion but the positioning and shape the coil formed was not to the liking of the physician was not confirmed. The reported issue that when the coil was removed from the microcatheter, it was stretched was confirmed. Positioning difficulty and coil stretching are known potential issues associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. It is also possible that the coil may have become stretched when it was being removed from the microcatheter. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.5 mm x 5 cm orbit galaxy complex xtrasoft coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.